Manufacturer narrative:
On (B)(6) 2025, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics prior to closure of the complaint. A review of the in-vivo raw sensor data showed optical instability around the timeframe of the reported inaccuracies. Although a sensor replacement was authorized, the user continues to actively use the system. A subsequent review of dms data indicated that the system has stabilized, with improved sg/bg agreement observed. B4. Date of this report 29 dec 2025. G3. Date received by the manufacturer? 29 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.